Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s report of a fractured cannula wing tab. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: diagnostic laparoscopy. Event description: occurred during procedure. Type of malfunction not explained. Additional information provided by applied medical account manger on 08jan2026 via email: unfortunately, I was not able to get any additional information regarding the trocar malfunction. If I get any information, I will make sure to notify you. Additional information provided by applied medical account manger on 13jan2026: there is no additional information available from the customer. Additional information provided through medwatch (B)(4) received on 27jan2026: rn perspective: when taking off top of 12 trocar, the surgeon noticed the tab piece was broken off. We placed the camera back in the trocar and found the tab at the end of the trocar in the patient. Tab was removed and placed in biohazard bag. Surgeon perspective: as I removed the top of the trocar a small plastic piece was noted not to be present. It could not be found so we looked into the trocar itself and saw it approximately 6 cm down the trocar sleeve. Graspers were used to remove this without incident. The trocar sleeve was removed without incident. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit is not being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: occurred during procedure. Type of malfunction not explained. Additional information provided by applied medical account manger on 08jan2026 via email: unfortunately, I was not able to get any additional information regarding the trocar malfunction. If I get any information, I will make sure to notify you. Additional information provided by applied medical account manger on 13jan2026: [photos provided] there is no additional information available from the customer. Patient status: no patient injury or illness was reported.